Event description:
It was reported that a patient underwent a laparoscopic hysterectomy procedure on (B)(6) 2009. During the procedure, at first, the cutting was effective. After two minutes, the blade would not cut. There was no evidence of calcification of the uterus. A second like device was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.